Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a 27 mm watchman flx laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to transseptal puncture (tsp), 12,000 units of heparin were administered and activated clotting time (act) was 248. After the tsp more heparin was given until act read 363. Procedure was successfully completed without recaptures and complete seal was noted. At the end of the case, all sheaths were removed and a thrombus was seen attached to the device. One does of heparin was given. No patient complications occurred. Patient will continue with a high dose of eliquis and aspirin and will return for follow up in 6 weeks.